Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the reported manufacturing lot numbers. The initial reporting stated the products are not suspected of failing to meet specifications. The investigation could not verify or draw any conclusions about the root cause of the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised due to loosening of femoral component. Inoperatively evident femur and tibia were loose, osteolysis, and huge boneless had occurred.